Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic assisted vaginal hysterectomy and ablation of endometriosis due to stress urinary incontinence and pelvic organ prolapsed. It was reported that following insertion the patient experienced pain, including back and lower stomach and abdomen region, erosion of mesh, bleeding, painful sex, urinary problems, vaginal discharges and bleeding on a daily basis, continuous bleeding and pain in 2011 for a year until removal. It was reported that patient underwent mesh removal on (B)(6) 2012 due to pain and odor.